Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of erosion is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) cuff was explanted due to penile erosion. The physician stated that they did not believe that aus contributed to the erosion. The aus was removed and the urethra was left to heal. A new aus was subsequently implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had a surgical procedure to remove an artificial urinary sphincter (aus) cuff due to erosion on the patient's penis. The physician reports that the aus did not contribute to the erosion. The aus was removed and the urethra was left to heal. The patient then had a surgical procedure to implant a new aus. A patient outcome of fully recovered was reported.